Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. Console logs showed a communication issue with the power battery manager (pbm) during the initial bootup. Due to the communication issue, the automated impella controller rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen. The issue was confirmed after the console arrived for troubleshooting, as sau_powermod_1 would not load due to loss of communication with pbm1. Visual inspection confirmed pbm contamination which has impacted a neighboring rs232 communication channel. It¿s been also observed that both batteries were fully depleted, as the result of pbm failure. The root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.

Event description:
The user facilities biomedical engineer reported that during prep, the automated impella controller (aic) system self-check failed. Troubleshooting was unsuccessful and the aic was changed immediately. The console was turned on and off. The switch/button was pressed underneath on and off. There was no reported patient involvement.